Manufacturer narrative:
The device in question will not be returned to the manufacturer because it was implanted. Based on the information known at this time, boston scientific acknowledges the occurrence of a patient complication. Boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow. Additional #: h020002/s5.

Event description:
The hospital reported an adverse event associated with an aneurysm coiling procedure in a patient with para-ophthalmic artery aneurysm with vision loss. There was also an adverse event associated with treatment of the initial event. This was a stenting procedure where add'l complications occurred following the procedure. It was reported that the device in question was placed in the aneurysm without incident. After embolization with the device in question (approx 2-3 hours post anesthesia recovery), the patient developed upper left extremity weakness. Angiogram (undated) revealed thrombotic cascade across aneurysm neck with partial occlusion of right internal carotid artery and two branch vessels of the right middle cerebral artery. Partial lyses of clots were performed with abciximab (anti-platelet). It was noted that the patient exhibited an unusually exaggerated thrombotic response and may be resistant to antiplatelet therapy (aspirin and plavix therapy had begun four days prior to procedure) and risked further propagation of the thrombus that would re-occlude the internal carotid artery. Therefore, stenting of the aneurysm was attempted to isolate the thrombus and decrease the surface area of interface between the coil loops and the parent vessel. Several unsuccessful attempts were made using stents of various sizes. Unsuccessful stenting was considered to be due to severe vascular tortuosity. Severe friction was noted during these attempts. It was determined that implantation of a stent may not result in an accurate deployment and was therefore aborted. The stent systems were removed. Because the patient remained at risk for thrombus, successful implantation of a different stent was performed as an emergency measure. It is noted that treatment initially improved the patient's left sided weakness; however, within 24 hours post procedure there was a decline in left sided strength. A computed tomography (CT) scan (undated) revealed possible hemorrhagic conversion in the parietal infarct. A cerebral angiogram (undated) revealed a patent right internal carotid artery with resolution of the previous clot; however, there was hypoperfusion in the right middle cerebral artery. During the course of this hospitalization, the patient incurred a myocardial infarction and respiratory distress complicated by aspiration pneumonia requiring intubation. The patient also incurred upper extremity deep venous thrombosis for which she had placement of a superior vena cava filter and treatment with heparin and resulted in an intracranial hemorrhage which was stable on follow up CT.